Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the hypercoagulable patient was scheduled for placement of an inferior vena cava (ivc) filter prior to gastric bypass surgery. The right femoral vein was accessed, venography was performed and the renal veins were identified. The filter was then successfully deployed below the renal veins. All devices were removed and pressure was held in the groin. The patient tolerated the procedure well. Approximately three years nine months post filter deployment, a chest x-ray demonstrated a tilted filter with several limbs appearing to be extraluminal. An abdominal radiograph and follow up with the implanting physician was suggested. Approximately five years post filter deployment, a lumbar spine x-ray was unremarkable and noted the presence of an ivc filter. CT scans of the abdomen and pelvis noted the presence of an ivc filter. Approximately seven years six months post filter deployment, a lumbar spine CT scan noted the presence of an ivc filter. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: neither the device nor images were returned. Medical records were provided. The medical records allege the filter was implanted successfully below the renal veins prior to gastric bypass surgery. Approximately three years and nine months after deployment, a chest x-ray demonstrated a tilted filter with several limbs appearing to be extraluminal. Follow up with her implanting surgeon was recommended. Several other x-rays and CT scans were performed. No mention of filter tilt or limb perforation was noted. Based on the medical record review, filter tilt can be confirmed. As the x-ray only states the limbs appear to be extraluminal and there was no mention of this issue within any of the CT scans, the investigation is inconclusive for the alleged limb perforation. Per the medical records, the patient had the filter implanted prior to gastric bypass surgery. The instructions for use (IFU) states, "procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter." Therefore, it is possible the procedure affected the stability of the filter. However, based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. Precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. Procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. The hypercoagulable patient had a vena cava filter successfully deployed without incident prior to gastric bypass surgery. Approximately three years nine months post filter deployment, a chest x-ray demonstrated a tilted filter with several limbs appearing to be extraluminal. An abdominal radiograph and follow up with the implanting physician was suggested. Subsequent imaging demonstrated the filter in place with no mention of tilt or extraluminal limbs. There was no known impact or consequence to the patient. No additional information surrounding this event was provided in the medical records received.